Event description:
It was reported that insulin gauge on pump displayed amount different than caller expected, with pump showing 125 units instead of caller¿s expected 268 units despite correct filling steps being followed. There was no reported impact to the customer¿s blood glucose level. Caller declined to load new cartridge, chose to continue using current cartridge, and was advised to follow up if needed, while follow-up date on complaint was extended per internal request.